Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system wouldn't power on. The user tried several different power outlets and the green switch does not light up when he turns on the system. The monitor was also black when the power switch was on. There was no patient present.